Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when the 30-degree endoscope plus was connected, everything was upside down. The device was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: when the endoscope was plugged in, the video image was not the right side up, and it was confirmed that it was not used for the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided.

Manufacturer narrative:
The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The root cause for cable connector discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.